Event description:
It was reported that a cartridge did not fit onto the pump. Customer reloaded the same cartridge change to resolving the issue. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.